Manufacturer narrative:
Additional initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of interlink system non-dehp t-connector extension sets have a defective t-connector. The defect was further described as the male luer-lock portion of the t-connector may be broken or has a ¿melted¿ appearance. This was identified during device inspection prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which observed that the non-retractable male luer lock was damaged. The reported condition was verified. The cause of the condition was due to machine issue during manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 03/18/2021.